Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
Note: this report pertains to one of two indirect decompression (ID) spacers used in the same procedure. It was reported that the patient experienced an increase in back pain. The patient underwent an explant procedure to explant the two ID spacers. The explanted devices were retained by the medical facility and will not be returned. The patient was doing well postoperatively.